Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that a foreign object was discovered during a postoperative x-ray at the user facility. The patient was brought back to surgery, and the object was removed. The object was a black wire approximately 1.5 inches in length, located in the vastus medialis. There was no reported malfunction of the device during the surgical procedure.

Manufacturer narrative:
No component failure was identified in service. Consultation with the product engineer determined that a black wire approximately 1.5 inches long is not a component that could have disassembled from this device. No repair was conducted, and the device was returned to the customer.

Event description:
It was reported that a foreign object was discovered during a postoperative x-ray at the user facility. The patient was brought back to surgery, and the object was removed. The object was a black wire approximately 1.5 inches in length, located in the vastus medialis. There was no reported malfunction of the device during the surgical procedure.